Event description:
Nobel biocare USA has received a report of an osseofailure for one implant part # and lot # unknown. This is not a nobel biocare implant, but per 21 cfr 803.22, it is required that the loss be reported to the FDA nobel biocare has determined the implant to be manufactured by astra tech, inc. Qn# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).